Event description:
The service report shows the customer reported that the vent stopped cycling while in use on a pt. There was no reported pt harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the error codes in memory, but could not duplicate the reported event. The cse inspected the device and replaced the inspiratory circuit pcb and the safety valve as a precaution. The unit passed extended self testing.